Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw material certificate and the manufacturing papers showed no deviation regarding material analysis, strength and structural stability. The values were in compliance with the specifications and with the international standards. The additional evaluation visual inspection revealed that the measurable dimensions of the broken uss-ii sleeve were checked and found to be in compliance with the technical drawings and specifications. The broken surface is homogenous which indicates material conformity.

Event description:
It was reported that the uss ii sleeve broke during implantation. This is report 1 of 1 for complaint (B)(4).